Manufacturer narrative:
The device subject of this complaint is not available for return to steris endoscopy for evaluation. Without the return of the complaint device, the cause of the reported issue cannot be determined. The instructions for use packet (IFU 732260) states that the following conditions may not allow the device to perform properly: "prior to clinical use, inspect and familiarize yourself with the device. If there is evidence of damage, do not use this product and contact your local product specialist. Attempting to advance the handle to the open position with too much speed or force, attempting to pass or open the device in an extremely articulated endoscope, attempting to actuate the device in an extremely coiled position and/or, attempting to actuate the device when the handle is at an acute angle in relation to the sheath." The device history record was reviewed and no abnormalities were identified. There have been no other complaints associated with this lot. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure their exacto cold snare failed to cut a polyp. As a result, user facility personnel had to reopen and detach the snare from the polyp. The procedure was completed successfully with another snare. No report of injury.

Manufacturer narrative:
The investigation into the reported event is in process. A follow-up report will be submitted when additional information becomes available.